Event description:
The customer reported the system joystick was not working, resulting in a loss of motorized motion. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface (joystick) module. The system operates as intended.